Event description:
The facility reported a colleague infusion pump with a malfunction of double image is displayed. This condition had the potential to interrupt delivery. It is unknown when this condition occurred but it occurred in the central sterile area. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with double image displayed was confirmed and duplicated during product evaluation. The root cause of the reported problem was determined to be faulty main display. Appropriate action was taken to correct the reported problem by replacing the faulty main display. Should additional information be received, a follow-up medwatch will be submitted.